Manufacturer narrative:
Analysis of the sw kit 9735740 stealth s8 spine (unknown serial/lot #) found a software registration function failure. This anomaly is tracked through test track 40899 and references to this case have been added to that record. Concomitant medical products: other relevant device(s) are: product ID: 9735670, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system event having occurred outside of procedure. It was reported that there was an issue during testing discovered. After having registered an exam with the passive spine frame and navigated properly, they then changed to the active spine frame and reregistered. After reregistering, it was stated navigation seemed accurate, but the instrument was displayed 90° from its actual position. The probe was being held vertically against the spinous process, but was showing horizontal on the system. Logfiles provided. No patient present.